Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The home patient (hp) had three bags connected. The unused line clamp was not closed. The technical service representative (tsr) had the hp cycle power the hc machine. The hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report.